Manufacturer narrative:
Device manufacturing date now provided.

Manufacturer narrative:
The new technique was used in 40 subjects (13 men and 27 women) between april 2010 and december 2012, and the conventional technique was used in 29 subjects (3 men and 26 women) between (B)(6) 2009 and (B)(6) 2010. The mean ages at the time of surgery were 16.6 ± 8.0 years (6-49 years) in the new technique and 15.0 ± 2.1 years (range 12-20 years) in the conventional technique. Patient ids and weights were not provided. The device manufacture date is unavailable. Possible causes of the screw perforations are as follows: ps insertion for scoliosis patients is highly challenging because of vertebral rotation, the narrow pedicle on the concave side, and the proximity of the spinal cord to the screw. Guidance by a computer-assisted navigation system has made accurate screw insertion possible. Registration of each vertebra is generally recommended in the CT-based navigation system, but this prolongs surgical time. Thus, the authors chose to use a multilevel registration technique that registers three consecutive vertebrae simultaneously. Also, the perforation rate was higher for the registered vertebrae, and this may be because a larger pedicle, in which it is easier to insert a ps, was excluded while registering vertebrae (p 2215). In the author's multilevel registration technique, no significant differences in perforation and violation rates were found between the registered and unregistered adjacent vertebrae, which are one or two vertebrae above and below to the registered vertebrae. Moreover, the perforation and violation rates in the conventional technique, which involves inserting a screw to each of the three registered vertebrae, did not significantly differ from those in the new technique, which involves inserting additional screws to the two adjacent vertebrae. In addition, the mean time required to implant one ps was shorter in the new method than in the conventional method. Thus, the new method may be considered less invasive and may decrease operative time without compromising the accuracy of ps placement. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
(B)(4). Sixty-nine consecutive scoliosis patients who underwent ps insertion using multilevel registration were enrolled. The new technique was used in 40 subjects (13 men and 27 women) between (B)(6) 2010 and (B)(6) 2012, and the conventional technique was used in 29 subjects (3 men and 26 women) between (B)(6) 2009 and (B)(6) 2010. The mean ages at the time of surgery were 16.6 ± 8.0 years (6-49 years) in the new technique and 15.0 ± 2.1 years (range 12-20 years) in the conventional technique. The total numbers of pss used were 492 and 375, respectively. Screw density was 1.58 ± 0.24 and 1.38 ± 0.31, respectively. In the new technique, of the 492 pss, 301 were inserted to the registered vertebrae and 191 were inserted to the unregistered adjacent one or two vertebrae. The evaluation of screw malposition was classified as grade 0 (no apparent perforation of the pedicle), grade 1 (less than 2 mm perforation of the pedicle), grade 2 (between 2 and 4 mm of perforation of the pedicle), and grade 3 ( greater than 4 mm or complete perforation of the pedicle). In addition, grade 2 and 3 were both defined as perforation; grade 3, which is a serious perforation, was also defined as violation. The rationale for defining perforation is as follows: because they employed the longest and biggest possible screw to achieve optimal correction and because even pedicle expansion is sometimes performed, they consider a perforation of less than or equal to 2 mm to be allowable and, therefore, excluded from their definition of perforation. Also, they defined perforation of greater than 4 mm (grade 3) which has risk for spinal cord, nerve root and vascular injuries as violation. After evaluation for screw malposition, the following results were obtained for the registered vertebrae (total 301): grade 0, 198 (65.8 %); grade 1, 72 (23.9 %); grade 2, 21 (7.0 %); and grade 3, 10 (3.3 %); and for the unregistered adjacent vertebrae, which are one or two vertebrae above or below the registered vertebrae (187 screws) or third or fourth vertebrae below the registered vertebrae (4 screws; total, 191): grade 0, 124 (64.9 %); grade 1, 55 (28.8 %); grade 2, 8 (4.2 %); and grade 3, 4 (2.1 %). The perforation rates of the registered and unregistered vertebrae were 10.3 and 6.3 %, respectively. No negative impact to any of the patient's outcomes were reported. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.